Manufacturer narrative:
Per the perfusionist, what was normally the blood cpg master roller head, was the crystalloid follower roller head settings (1/8-inch tubing, named cpg2) and what was normally the crystalloid follower pump, was the blood cpg master roller head (1/4-inch tubing, named cpg1). The pumps were uncoupled as well. The team was able to couple them and correct the settings before the case started. The issue was not able to be duplicated after the case was completed.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the master/follower relationship on the cardioplegia (cpg) pumps was disconnected by the heart lung machine (hlm). It was suspected that the tubing size for each pump was somehow switched by the hlm even though the team did not make any changes. As mitigation, the team went into the configuration screen and changed the tubing size back to the correct size and reconfigured the pumps back to master/follower, which resolved the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d4, h3, h4 & h6. The reported complaint was confirmed. The field service representative (fsr) replaced the centrifugal control unit (ccu) and completed release testing successfully. The unit operated to the manufacturer's specifications. Per the data log review: when the user started a new case and while the screen was loading the user started cardioplegia (cpg) pumps cpg1 and cpg2. In order for master and follower to be linked both pumps must be in stop mode while the perfusion screen is loading. When the case ends, this action will stop all the pumps and turn the flow off. Restarting a new case, allowed the link between master and follower since cpg1 and cpg2 were in stop mode prior to loading a new case. The master and follower handshake was not established, the follower will always show the percentage of the master in %, in this case cpg2 was showing milliliter per minute (ml/min). The reason is, cpg1 and cpg2 started earlier at 6:23:14 and 6:23:15 am. In order for master and follower handshake to work, both pumps have to be in stop mode when the perfusion screen is loading and setting up safety connections. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.